Event description:
A healthcare facility reported via a fisher & paykel healthcare clinical product specialist that an mr290hfv autofeed humidification chamber cracked whilst in use on a ventilator. No patient consequence was reported.

Manufacturer narrative:
The device is currently en route to fisher & paykel healthcare for investigation. In addition, we are in the process of obtaining further information in respect of the nature of the fault, equipment set-up and circumstances surrounding the event. We are currently awaiting a response. We will provide a follow-up report when the investigation is complete and an analysis is available.